Manufacturer narrative:
Concomitant products: product ID: 5086mri58, serial#: (B)(4), implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead intermittent undersensing of p waves during the atrial tachycardia/ atrial fibrillation (af) episodes. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.